Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The lead was returned in two pieces. The damage found was sustained during the surgical procedure. A completed evaluation could not be performed since the lead was returned in two pieces.

Event description:
It was reported that the lead was explanted due to high threshold and high impedance.